Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report of an illumination light problem. Upon inspection and testing of the returned device, the output connector was found broken and could not be connected. This report is submitted due to the broken output connector. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the scope socket damaged with a metal rod stuck inside the scope socket and a screw remained in the device. In addition, the first lens was noted to have a stain on it (unable to remove). In addition, the evaluation found the rear feet bent, the rear panel deformed, bottom chassis bent, the front panel chassis bent and the front panel damaged. Also, the iris was noted broken and the pcb did not function. A non-olympus lamp was found installed in the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.